Event description:
It was reported that the patient was not able to use the spinal cord stimulator since the patient underwent a lumber fusion surgery. The patient was no longer getting adequate relief, and having pain located on the left side of the lower lumbar spine. The patient underwent a revision procedure wherein two new leads were placed.

Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).